Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect syphilis tp results for a (B)(6) male patient with a clinical diagnosis of acute pancreatitis. On (B)(6) 2022, the general surgery department issued an order for (B)(6) and the architect syphilis tp result was (B)(6) (reference range <1 s/co is (B)(6)), when repeated the result was (B)(6). On (B)(6) 2022, the patient was transferred to the ICU ward, and blood was collected to check (B)(6), and the architect syphilis tp result was (B)(6), when repeated the result was (B)(6). The two tubes of blood were re-examined using the colloidal gold method, and the test results were both positive. The result of re-collecting blood on (B)(6) 2022 was (B)(6), and the re-examination by colloidal gold method was still positive. The patient did not have surgery, blood transfusions, immunoglobulin transfusions or treatment before the blood collection on (B)(6) 2022. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot number 30344be01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. In-house testing of a retained reagent kit of the complaint lots was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on all reviewed data, we conclude that there is no general issue with the architect syphilis tp reagent lot identified in this complaint.